Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the right vessel. The 80% stenosed, 2.75mm x 20mm, eccentric, target lesion contained a bend of greater than 45 and less than 90 degrees was located in the non-tortuous middle circumflex artery. Pre-dilatation was performed with a 2.50mm x 20mm nc emerge balloon catheter and 2.5 x 15mm non-bsc cutting balloon, resulting to 80% residual stenosis. A 20 x 2.75 promus premier drug-eluting stent was advanced and deployed for treatment. A 3.5 x 12mm nc emerge balloon catheter was advanced for post-dilatation, however, the device was caught on the entry do to the angulated vessel. It was then noticed that there was haziness and the stent struts were fractured. The physician then deployed a 2.75 x 12mm promus premier overlapping to the fractured section of the implanted stent. The haziness disappeared and the procedure was completed. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the stent was fractured at the proximal to mid circumflex artery. Prior post dilatation, a 3.5 x 12mm nc emerge balloon catheter was stuck on the entry of the angulated vessel.

Manufacturer narrative:
A2. Age at time of event: patient is 18 years or older. B5. Describe event or problem updated. Media review: a review of the media provided could not identify the alleged stent fracture however a constriction which could indicate strut displacement was noted in the mid stent region. The apparent strut displacement noted could have appeared to the physician as stent fracture however this was not the case as the displaced struts visible in the photo do not show any significant gaps/separation in the stent scaffolding. As per the physician's comment this deformation occurred due to an interaction of the dilation balloon with the struts of the deployed stent, interaction brought upon by the angulation of the lesion.

Manufacturer narrative:
Age or date of birth: patient is 18 years or older.

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the right vessel. The 2.75mm x 20mm, eccentric, 80% stenosed target lesion contained a bend of greater than 45 and less than 90 degrees was located in the non-tortuous middle circumflex artery. Pre-dilatation was performed with a 2.50mm x 20mm nc emerge balloon catheter and 2.5 x 15mm non-bsc cutting balloon, resulting to 80% residual stenosis. A 20 x 2.75 promus premier drug-eluting stent was advanced and deployed for treatment. A 3.5 x 12mm nc emerge balloon catheter was advanced for post-dilatation, however, the device was caught on the entry to the angulated vessel. It was then noticed that there was haziness and the stent struts were fractured. The physician then deployed a 2.75 x 12mm promus premier overlapping to the fractured section of the implanted stent. The haziness disappeared and the procedure was completed. There were no patient complications nor injuries reported and the patient status was stable.